Event description:
Reportedly, on (B)(6) 2020, it was impossible to transmit data. The pit button lighted in red; connecting status was checked but no improvement was found. The connection of the wirex was checked, three reception level buttons lighted. The smartview was then started but status lights were blinking in orange and went out immediately. Pit buttons lighted in red. The patient restart the device but nothing changed. Both smartview and wirex will be replaced.

Manufacturer narrative:
Typo corrected. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, it was impossible to transmit data. The pit button lighted in red; connecting status was checked but no improvement was found. The connection of the wirex was checked, three reception level buttons lighted. The smartview was then started but status lights were blinking in orange and went out immediately. Pit buttons lighted in red. The patient restarted the device but nothing changed. Both smartview and wirex will be replaced.